Event description:
A report has been received where an end user was driving up a ramp and one of the wheels went off the side and the device tipped over. Reportedly it was one step up and the end user was not injured. The reporter stated the chair did not malfunction. Damage to the shroud occurred and a new shroud was sent for repair.